Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.